Manufacturer narrative:
Mw5105492.

Event description:
Information was received indicating that a cadd ms3, mdl 7400, pump was incorrectly reading the amount of medication left in the cartridge. It was reported the end user changes the cartridge daily with 2.0 ml or less and the pump reads the amount as 2.8 ml to 3ml. It was also reported that another pump reads the amount at 2.8 ml with a cartridge also filled to 2.0. No adverse patient effects were reported.